Event description:
On (B)(6) 2013, patient reported the infusion device was dropped over 1 year ago and the display was damaged. She inserted a battery, and there was a large black spot on the display that interfered with her ability to view the insulin delivery amounts. No physiological effects were reported, and she did not require treatment from a healthcare professional or second party to address the issue. The infusion device was replaced and requested for evaluation.

Manufacturer narrative:
It is unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
The complaint cannot be verified due to misuse of the product. The display is broken due to a mechanical impact. The broken display cannot lead to misinterpretation of insulin amounts.